Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The company representative advised the customer to reboot the system to resolve the issue. The customer did not request service. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, the system froze. The system was rebooted to initiate and complete surgery.